Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.

Event description:
The stryker sales rep reported that she was in a gamma case and that during surgery the step drill (B)(4) snapped inside in the patient¿s femoral head. The sales representative further reported that the surgeon had inserted the k-wire as per operative technique and began to drill over it with the step drill. He felt some resistance so he stopped drilling and withdrew the step drill to find the end of the step drill had sheared off at the junction where the diameter of the drill changes. The surgeon took an xray and the tip of the step drill was still in the patient. He tried to remove the tip of the step drill by withdrawing the k-wire however the tip of the step drill remained in the femoral head. It took the surgeon over 45 minutes to extract the broken piece. A second instrument tray in order to finish the procedure.

Manufacturer narrative:
The reported event of a broken off lag screw step drill could be confirmed. The returned step drill is regarded to be the subject product. Review of the DHR revealed no discrepancies. Mechanical properties of the material are within specified tolerances. Thus, we exclude deviations in material and manufacturing. The device was documented as faultless prior to distribution and as it had been in use for a longer time [manufactured in 2005] we pre-suppose that it had fulfilled its tasks in former surgeries as intended without problems reported. The received lag screw step drill shows intense traces of frequent use. The tip (1st step) of the step drill is completely broken off at the level of the transitition to the 2nd step. The broken off piece was not returned. The breakage surface shows signs of a forced brittle fracture, no plastic deformation is found. Appearance of the breakage surface indicates that the device broke suddenly in a forced brittle manner due to overload caused by a combination of high torsional and bending stresses whilst having significant contact with a hard / metal object (e.g. Screw hole of the nail) during operating the device, which is supported by the event description ¿¿he felt some resistance so he stopped drilling¿¿. Significant damage found at the secondary cutting edges revealed that the drill came in contact with a hard object during drilling. The cutting edges are in very bad condition, they are significantly damaged. The drill is not sharp anymore. It cannot be excluded that the cutting edges of the item returned had been damaged during former surgeries, but the signs of damage should then have been detected during inspection prior to surgery and another device would have been used. Reasons for metal contact during drilling are various. Potential causes could be e.g. [But not limited to]: loosening of the nail holding bolt during insertion of the nail; not realized unintended loosening of the attachment knob (will lead to release of the drill sleeve); drilling without drill guiding sleeve; using blunt or damaged drill; high forces applied to the target device during drilling ¿ eventually leading to unintended distortion in the system of drill, sleeve, target device and nail; guide wire not removed prior to drilling; originally deflected k-wire. Referring to the event description ¿¿surgeon had inserted the k-wire as per operative technique and began to drill over it with the step drill¿he felt some resistance so he stopped drilling¿¿ it could be assumed that the k-wire deflected at initial use, which is supported by the bent shape of the one of the three returned wires. Reasons for deflection of a k-wire ¿ amongst others ¿ could be [but not limited to]: very hard and dense bone; use of k-wire without having centre punched the bone with a trocar before; use of k-wire without using the guide wire sleeve. Based on the above facts the root cause of the reported event is not related to a deficiency of the device but is rather related to improper handling by the user and has to be classified as use error. Review of complaint history, CAPA databases and risk analysis did not identify any conspicuity. The review of the risk assessment for the failure mode indicated the issue was addressed adequately. There are no open actions in place related to the reported event for the subject product. No non-conformity was identified.

Event description:
The stryker sales rep reported that she was in a gamma case and that during surgery the step drill (1320-0190) snapped inside in the patient¿s femoral head. The sales representative further reported that the surgeon had inserted the k-wire as per operative technique and began to drill over it with the step drill. He felt some resistance so he stopped drilling and withdrew the step drill to find the end of the step drill had sheared off at the junction where the diameter of the drill changes. The surgeon took an xray and the tip of the step drill was still in the patient. He tried to remove the tip of the step drill by withdrawing the k-wire however the tip of the step drill remained in the femoral head. It took the surgeon over 45 minutes to extract the broken piece. A second instrument tray in order to finish the procedure.